Manufacturer narrative:
This report is filed march 25th, 2015.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, and the issue could not be resolved. The device was explanted on (B)(6) 2015 and the patient was reimplanted with another device during the same procedure.

Manufacturer narrative:
(B)(4).